Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter device was tested for functionality. According to the complainant, due to the previously reported retraction issues (reference mr # 3005099803-2012-01111 and 3005099803-2012-01112), a third optiflo hemostasis catheter device was unpacked and tested. During the functional testing, the needle failed to retract back into the catheter. No device damage noted. Additionally, no patient involved.

Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter device was tested for functionality. According to the complainant, due to the previously reported retraction issues (reference mr # 3005099803-2012-01111 and 3005099803-2012-01112), a third optiflo hemostasis catheter device was unpacked and tested. During the functional testing, the needle failed to retract back into the catheter. No device damage noted. Additionally, no patient involved.

Manufacturer narrative:
A visual examination found that the device returned without issue (no bends or damage). Functionally, when actuated, the needle extends and retracts properly; no issues were identified. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4): needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.